Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and underwent mesh implantation concurrently with transvaginal hysterectomy, anterior posterior repair, and enterocele repair to treat stress urinary incontinence, uterine bleeding and symptomatic pelvic relaxation. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent a/p repair and enterocele due to sui, abdominal uterine bleeding, pelvic relaxation and symptomatic.

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: age at time of event, date of birth.